Event description:
On 09/03: customer reports the table stuck in the trendelenburg position with patient on table. Customer reports there was no patient injury, but did not provide any other patient or procedural information.

Manufacturer narrative:
Field service engineer troubleshoot the table position problem per the hut service manual and found the transducer amplifier pcb for the image intensifier movement was defective. Fse disassembled tabletop and replaced the ii transducer amplifier pcb per section 4-6 of service manual. There have been no similar issues with this system. Fse completed a full operational checkout of system. The system functions in accordance to manufacturer's specifications. The system was returned to full service by the customer.